Event description:
Customer reported that the insulin pump alarmed no delivery. Blood glucose reading was 110 mg/dl. The customer stated that the alarm was resolved with a set change. Troubleshooting could not be performed due to this being a past issue that the customer had already resolved. Customer declined to return the set and reservoir for analysis. Nothing further reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).